Event description:
Device 3 of 3. Reference MFR report: 3008829311-2017-00925. Reference MFR report: 3008829311-2017-00926. It was reported diagnostics indicated impedance issues. Reprogramming was unable to provide effective therapy. Surgical intervention was undertaken and the patient's leads located at the l2, l3 and l4 vertebral levels were removed and replaced.